Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The footswitch cable was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The footswitch was not damaged but the lemo connector had been removed and in an attempt to reassemble it, the inner shell had become stuck. They were able to correctly reassemble the connector to the return the footswitch to its normal function. The footswitch is now fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system had exposed wires from it and was not functional. No patient was present at the time of the event.